Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector / damaged wires) was confirmed. As received, the belt connector receptacle with detached from the case, damaging internal wires. The root cause of the damaged belt connector and wires is excessive force placed at the receptacle while a belt was still attached. No adverse event resulted from the damaged receptacle and wires.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.